Event description:
Sales stated that the rubber tip (piston) was found to be separated from the barrel (mandrel) when doing a pre-fill in the clinic. Photos available, no claim, need official stamped complaint response letter, need complaint acceptance letter, samples can't be returned.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0413 - material separation. It was reported the rubber tip was found to be separated from the mandrel. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show a prefilled syringe with a reddish colored solution. The syringe plunger rod is not assembled to the rubber stopper. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. This prefilled syringe is designed to push the plunger rod down to expel the solution; it is not designed to pull the plunger rod back. A device history record review was completed for provided material number 306595, lot 2315316. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.